Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test along with the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, and displacement tests. However, the unit alarmed unexpected restart error and the time/date reset after a battery change due to a faulty component on the interface board. No signal too low alarms were noted. The following physical damage was noted: cracked casing at the display window corners, belt clip slot, and battery tube threads along with minor scratches on the lcd window.

Event description:
The customer reported via phone call that her insulin pump alarmed with an unexpected restart error after she inserted a new battery. The patient's blood glucose at the time of incident was 101 mg/dl. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either. The alarm occurred shortly after inserting a new battery. The device also alarmed signal too low. The insulin pump was returned and replaced.